Manufacturer narrative:
A field service engineer has been on site and started the investigation. The air gas module was found defective and has been replaced. The replaced part has been requested but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the ventilator showed excessive leakage during pre-use check. There was no patient involvement. (B)(4).